Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced a loss of consciousness and a seizure. Upon regaining consciousness, the customer consumed cookies, milk, and presented at a hospital. Upon arrival, the customer had contact with a healthcare professional (hcp) who obtained an unspecified hcp meter reading and administered unspecified medication as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.